Event description:
While using the hand controller, technician pressed the down button for the table and the table moved up. The pt contacted the detector triggering the collision detection system. There was no serious injury to the pt reported.